Manufacturer narrative:
Age at time of event: above 18 years and older.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the severely tortuous and severely calcified iliac artery. A 8.0 x 40, 75cm mustang balloon catheter was advanced for dilation. However, upon inflation at 20 atmospheres for 30 seconds, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.